Manufacturer narrative:
The lens was returned in micro centrifuge vial with little moisture. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4) work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -6.5/+1.0/95 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced headache, glare/haloes. On (B)(6) 2017 the lens was explanted. The problem was resolved. The customer stated that the patient is no longer headache after the lens explant, and does not have plan to exchange the lens. As of the day of MDR submission the lens has been returned, but not yet evaluated.